Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The health care provider (hcp) reported that the 3037 screen was blank. New batteries were tried but the problem persisted. The screen was blank but the hcp heard a beep. The patient had return of symptoms and was unable to void. The onset of these symptoms was gradual. They were unable to see if the device was on because the patient programmer would not work.